Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient faced an issue with the cannula, as the cannula did not enter the skin upon deployment event on (B)(6) 2026.